Manufacturer narrative:
The device was received for evaluation. The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device passed and functioned as intended when the device was tested for downstream occlusion. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. The force sensor and tubing guide will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed pounds per square inch testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.